Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument was found to have damaged insulation on the conductor wire. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument had exposed wire due to damaged insulation, but the cable was not broken in half and remained connected. The issue was identified during central processing on (B)(6) 2025. There was no loss of cautery associated with the damaged cable, and no signs of thermal damage were observed at the site of insulation damage. Additionally, there were no photographic images of the device or video recordings of the procedure available for review.